Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the right atrial lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited oversensing noise causing inappropriate mode switch. It was noted that the patient moved slightly, and noise would occur. Programming changes were performed. Further information was requested however, was not provided.